Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2018-05658. It was reported the patient was not receiving any pain relief from the drg system. Reportedly, one of the patient's drg leads migrated. Consequently, surgical intervention was taken and the patient's drg system was removed.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2018-05658.